Event description:
The plunger on the eclipse 30 gauge needle with the 1 ml leur lock isn't stable (the plunger moves too much after a dose is drawn up). The reporter indicates that they used the product to draw up lantus doses but had to abandon it because they received too many rn reports of the drug volume discharging/ changing from what pharmacy was dispensing. The reporter is a director of a large children¿s hospital, and the event was reported to FDA through the institute for safe medication practices (ismp). The event came up as a topic when the reporter was discussing the availability of 1 ml or smaller syringes for dosing pediatrics. There is an apparent market need for syringes smaller than 1 ml without a permanently attached needle, so hcps can attach small gauge or short length or safety needles and are marked in milliliters not units.